Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was technical service. The correction of d4 serial #, h3a device evaluated by mfg, h3b device not eval provide code deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: none. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Device was repaired by replacement of the parts. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Risk analysis was performed by subject matter experts at the manufacturer. As they stated, the mechanical junction is not ensured properly anymore the paint must have been damaged during the rotation of the fork. Actually, during rotation spring arm and fork edges can touch each other and damage the paint. This is the most probable root cause. The damaged shaft is probably due to a lack of lubricant and needle bearings mustn¿t be used in such a condition. The user manual ¿powerled nu 0158102¿ mentions to remove the light head every year and add lubricant. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.